Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: one sample was received for evaluation. A visual inspection with the naked eye and with magnification observed no issues with the sample. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The transfer set had been in use on the patient for one month. There were no cleaning solutions, solvents or disinfectants used on the product. The transfer set was replaced due to the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address, city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. The event was further described as ¿the dark blue connector was separated from the light blue main body¿. This occurred after peritoneal dialysis therapy. There was no report of patient injury; however, the patient was given prophylactic intraperitoneal antibiotic treatment. No additional information is available.